Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. The customer¿s blood glucose level was 8.3mmol/l at the time of the incident. It was reported that the insulin pump had button error alarm and the customer could not clear the alarm. It was also stated that a battery change did not resolve the problem. It was also ready reported that half of the display was not working. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.